Manufacturer narrative:
The pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The drive support disk was inspected and no anomaly was noted. The pump had cracked display window corner and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level was 520mg/dl. The customer states they treated with the pump. The customer states the drive support cap is protruded. The customer was advised the pump would have to be replaced and returned for analysis.